Event description:
The user facility reported that the angio-seal had embrittlement that was consistent with light exposure during storage. The reported event did not result in patient injury and/or require medical or surgical intervention. The event occurred before the patient was in the procedure room.

Manufacturer narrative:
A6: race: no patient involvement. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lab director. A review of the device history record of the product code/lot number combination was conducted with no findings. Five (5) 8 french angio-seal device was returned for product evaluation. The returned samples were unopened and unused. The devices were unpackaged, and all components were present within the packaging. Functional testing was performed to test for embrittlement of the hemostasis sheath for each returned sample by attempting to bend and kink each sheath. Of the five returned samples, three of the samples were able to be fractured and cracked when bent, the other two samples became kinked and did not fracture. The three fractured samples were able to be broken in a manner which is consistent with embrittlement due to light exposure. The complaint was confirmed for a sheath breakage due to light exposure. The likely cause was determined to have been improper storage as the device was broken in a manner which is consistent with embrittlement due to light exposure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. A corrective action/preventive action (CAPA) was implemented to introduce a stabilizer additive to the sheath that would prevent future breakages due to light exposure.